Event description:
It was reported that the ventricular lead had an apparent fracture, and the lead impedance was greater than three thousand ohms. It was also reported that the patient had tripped and fallen possibly causing the lead to fracture as seen on the lead diagnostics. The lead remains in use, and a replacement is "going to happen but is not scheduled yet." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.